Event description:
A surgeon reported that following a glaucoma filtration device procedure, the tip of the shunt was touching the iris. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample wsa returned; the device remains implanted, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).